Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No excessive no delivery alarms noted. Unit delivered properly all bolus programmed during testing. The low reservoir alarms feature working properly. Unit received with cracked case at the reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call, they were hospitalized for high blood glucose of 517 mg/dl on (B)(6) 2017. Customer's nurse did not know any significant events that may have led to the customers blood glucose. Customer was wearing the insulin pump at the time of the hospitalization. Customer had last changed the infusion set on (B)(6) 2017. Troubleshooting was performed on the insulin pump. The drive support cap on the insulin pump was reported as normal. Customer declined to check for the presence of air bubbles or leaks. Customer declined to check for possible site or insulin issues. Customer did stated that a woman changes the insulin pump settings. The time and date on the insulin pump are not correct, time was off for an hour. Customer then stated the trainer makes all necessary changed to the device. Customer did not have an extra infusion set so customer was unable to perform the high pressure test on the insulin pump. However customer did perform a 5 unit fill cannula and insulin did come out. The customer was not comfortable with the insulin pump. Customer current blood glucose was 313 mg/dl. The insulin pump is expected to return for analysis.